Event description:
The customer's family member called in 2002 alleging that the customer was unable to test on their one touch ultra meter. According to the documentation they got the 'apply sample' on the meter and customer fell down. This morning, customer was feeling like their blood glucose was low. Customer went to test on the meter and "the meter would not give a reading. Kept showing the blood drop". Customer then fell down and the family member heard and helped them up. Customer was given some juice and felt better. Family member tried to test their bg and got the same 'apply sample' message on the display. Customer then tried to test on their back-up surestep meter, but did not have any test strips. The family member called lfs. Issue was not resolved with troubleshooting. Ccr sent out a new meter for saturday delivery. Customer does not remember how they tested their bg until new meter arrived. There was no medical intervention.